Event description:
It was reported that the user experienced a low glucose event while using the ilet bionic pancreas after announcing an approximately 15 g meal, consuming a doughnut, and then exercising; glucose initially rose post-meal and then trended down as the device delivered correction while the user was active, with a documented nadir of 63 mg/dl during the first week of pump use. Symptoms included no reported clinical symptoms associated with hypoglycemia. Outcomes included user self-treatment with 2 oz of oral carbohydrate and subsequent stabilization of blood glucose without medical intervention or outside assistance, and without prolonged out-of-range duration. Investigation included a review of the event details and user education and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear, with contributing factors possibly including meal underestimation, post-prandial activity, and concurrent automated correction. It was concluded that the event represented hypoglycemia of unclear cause, resolved with standard treatment and without adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.